Manufacturer narrative:
The target lesion was in the mid lad. The lesion had slight calcification.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent. No difficulties removing the protective sheath, device was inspected before use with no issues noted. Lesion was pre-dilated. Device did not pass through a previously deployed stent. Resistance was noted at the lesion, but no excessive force was used. The inflation device remained on neutral pressure during delivery of the device. It is reported that during withdrawal of the device in the vessel/guide catheter, the stent fell off the balloon and was snared successfully. No further clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.